Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient was treated with intravenous therapy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Additional information added to b5 - describe event or problem: it was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose rose to 47 mmol/l (846 mg/dl). Symptoms reported include hyperglycemia, nausea, and vomiting. The patient was treated with intravenous therapy and was discharged after two days. Previous incident description: it was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient was treated with intravenous therapy. Additional codes added to h6- adverse event problem health effect - clinical code e120501, e1205, e1020, and e1032

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose rose to 47 mmol/l (846 mg/dl). Symptoms reported include hyperglycemia, nausea, and vomiting. The patient was treated with intravenous therapy and was discharged after two days.